Event description:
It was reported that this patient with this pacemaker experienced syncope which correlated to 2 episodes of possible rapid ventricular response (rvr) due to an atrial arrhythmia. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.